Manufacturer narrative:
During the rewind the unit alarmed pump error 37 due to moisture damage on the motor . Unable to perform the displacement test due to pump error 37. Unit received with missing clip plate weld.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the entire back side of the insulin pump broke off. Troubleshooting was performed for damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.